Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the intra-aortic balloon (iab) was inserted, the pump alarmed and showed "possible helium leak". The pump was changed, but the alarm occurred again. After confirmation there was no issue regarding the pump, as a result the iab was removed and a new set was successfully used. There was no report of patient complication or serious injury and death.

Event description:
It was reported that after the intra-aortic balloon (iab) was inserted, the pump alarmed and showed "possible helium leak". The pump was changed, but the alarm occurred again. After confirmation there was no issue regarding the pump, as a result the iab was removed and a new set was successfully used. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
Qn# (B)(4). Teleflex received the device for investigation. The reported complaint of helium loss alarm could not be confirmed. During leak testing, a small external leak was identified on the mating connection between the iab short driveline tubing and the inflation driveline tubing. No other leaks were detected. During the investigation no alarms were noted and the alarm could not be reproduced. The root cause of the helium loss alarm is undetermined, but a potential cause is an external leak from the driveline connection. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. A non-conformance has been initiated to further investigate the root cause.